Manufacturer narrative:
(B)(4). Device evaluation: the product was returned for evaluation. Customer report of degeneration was unable to be confirmed. X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 3 at both the inflow and outflow aspect. Host tissue on the stent circumference was observed to be heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4 mm near commissure 2, and leaflets 2 and 3 by approximately 5 mm near commissure 3 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Approximately 75% of the sewing ring was cut off; fragments were not returned. The wireform was exposed around commissures 1 and 2 on the side of the valve and at the inflow aspect, and near leaflet 1 at the outflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a 25 mm mitral valve was explanted from a patient after an implant duration of four (4) years and ten (10) months due to degeneration. At implant, posterior mitral leaflet and chordae were spared. Endocarditis and valve thrombus were ruled out as a possible cause for the valve malfunction. The valve was replaced successfully with a non-edwards device. The patient was reported as hospitalized in unstable condition with septic shock.

Manufacturer narrative:
Through further assessment, as received, approximately half of sewing was removed from the valve presumably related to the explant of the bioprosthesis. Moderate to severe host fibrous (pannus) tissue growth is evident on the outflow (ventricular) side of the leaflets. The pannus growth also resulted in leaflet fusion near commissures 2 and 3. Mild to moderate leaflet tissue calcification was depicted by radiography. The metal wireform and stiffener band are intact on radiographic image. The host tissue overgrowth and leaflet tissue calcification appear to be severe enough to cause the reported malfunction of the valve. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. In mitral valve replacement procedures, pannus can originate from the preserved valvular/subvalvular apparatus, which contain abundant collagenous protein-producing fibroblasts and myofibrolasts. Although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the initiation and/or growth of the pannus overgrowth on this valve. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is not common for a valve to develop severe calcification in such short period of time. The root cause for the bioprosthetic calcification and its relationship with the severe pannus growth observed on this particular valve could not be determined at this time.

Event description:
Edwards received notification that a 25mm mitral valve was explanted from a patient after an implant duration of four (4) years and ten (10) months due to degeneration. At implant, posterior mitral leaflet and chordae were spared. Endocarditis and valve thrombus were ruled out as a possible cause for the valve malfunction. The valve was replaced successfully with a non-edwards device. The patient was discharged home.